Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise an inflatable penile prosthesis (ipp) as it stopped working properly. The physician tested the device in office and noted it was not inflating and pump was empty. Upon revision, it was identified that the proximal cylinder had an aneurysm and that was determined to be the cause of the fluid leak. The device was removed and replaced with a new ipp system. No patient complications were reported.